Event description:
The customer received a blood glucose reading of 235mg/dl on the contour next link meter, re-tested on a different meter and the reading was 120mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer was advised to return the strips for investigation. New meter and strips were sent to her.